Event description:
In 2008- pt had been admitted to another facility for treatment of an abdominal infection, with abscess. Cultures from the wound drainage showed klebsiella and strep. Pt discharged home with vna services for IV antibiotic treatment. The following month - pt had presented to the ER with complaint of abdominal pain. Upon referral to explant surgeon, previous culture results reviewed and that time, the pt's wound was draining approx 100 ml's a day of yellow material. Surgeon then made the decision to explant the mesh and schedule pt for surgery at that time. The following month - pt underwent mesh explant surgery. The surgeon reported upon exposure of the mesh, the marlex side was well incorporated, and the eptfe side was wrinkled, loose, with heavy adhesions in the area. Bile staining was noted on the eptfe side of the mesh and there was a thick pseudo fibrinous membrane in-between the eptfe and the marlex. The surgeon noted the plastic ring from the mesh to be sticking up and out towards the pt's bowel. The surgeon observed a small hole in the pt's bowel area where the plastic ring was sticking up/out. This hole was sewn closed. The surgeon then placed a 4 cm 16cm piece of allomax and closed the wound. Two hemovac drains were placed. The pt was reported to be doing well in the immediate post-operative period.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.